Event description:
The end-user received electrical muscle stimulation (ems) treatment from a d.c., l.ac. The end-user alleges that as a result of this treatment, she suffered third degree burns on her neck and back, subsequent infection, a skin graft, scarring and disfigurement.